Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient called animas and alleged that since he had not received the promised loaner replacement pump for a malfunctioning animas pump he had reported earlier this year, he had to make several emergency room visits for high blood glucose (bg) and was hospitalized from (B)(6) 2013 for bg of 687 mg/dl. He initially received IV insulin, then injections, and is now on a pump from another manufacturer. The patient stated that he did not ever have a back-up plan, as he was on pump therapy. This complaint is being reported based on the allegation that a patient had to discontinue pump therapy due to a pump malfunction and subsequently experienced hospital care for hyperglycemia related to this issue.